Event description:
Customer reported, nurse hung secondary infusion of avelox (moxifloxacin); because medication has a slight yellow tinge to it, nurse immediately noticed the fluid going up the primary tubing, then noticed the fluid rising in the drip chamber of the primary container. There was no pt harm and no medical intervention required. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.